Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (select: material # 256082 ), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as the batch number was unknown or it was invalid. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The employee left work and there was no patient impact otherwise reported. Eua#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device lot #: 0233448 was reported, however, this is not a lot# manufactured for this product #.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The employee left work and there was no patient impact otherwise reported. Eua#: (B)(4).